Event description:
Information received from the (B)(6) study, subject (B)(6). Treatment of a davf (dural arteriovenous malformation). The patient underwent onyx embolization on (B)(6) 2014. After the procedure, it was reported the patient had arterial hypertension with vomiting, sweat, and balance disorder. An MRI (magnetic resonance imaging) revealed a left cerebellar hematoma with peripheral edema and a left occipital hematoma with moderate periwound edema. There was no indication for surgery in the absence of hydrocephalus. The patient was reported to have had a positive clinical course.

Manufacturer narrative:
The device involved in the event will not be returned for evaluation as it was consumed in the event.